Event description:
Additional information was received indicating loss of capture was noted on the right ventricular (rv) lead due to the lead dislodgement. The patient was in stable condition.

Event description:
During follow-up, inadequate measurements were observed due to right ventricular (rv) lead dislodgement. The event was resolved by capping and replacing the rv lead. The patient was in stable condition. Further information was requested but is not yet available.